Event description:
It was reported that the stimulator eroded through the mucosal surface of the gastric antrum. The device was replaced. No other complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).